Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to sepsis. The cause of the peritonitis was not reported. On the same day as onset, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). It was reported that, at this time, dianeal therapies were maintained and the patient was recovering from the event. Eight days after the onset date, the patient was hospitalized for the peritonitis event. On an unreported date, dianeal, extraneal, and nutrineal therapies were discontinued. Ten days after being admitted, the patient passed away in the hospital. The cause of death was reported to be due to sepsis (no further detail was provided). No additional information is available.